Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was displaying a service code 110 (overvoltage set) and failed functional testing. The cause of this service code was that the capacitor shorted which shorted the 12v line and damaged the components. The root cause of the shorted capacitor cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was displaying a service code 110 (overvoltage set).